Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. The device will be returned for analysis, and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother stated that the customer was hospitalized for high blood glucose. The mother reporter a blood glucose reading of 509 mg/dl during the phone call. The mother stated that the customer began experiencing high blood glucose levels after she changed the infusion set. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime, high pressure and self-tests. The customer felt uncomfortable with the insulin pump and asked to have it replaced.